Event description:
Pt contacted the legal dept alleging that post left knee replacement additional procedures were required due to unsatisfactory joint replacement. In 2009, a corrective surgery was performed to remove the knee cap because it "had migrated from its normal position to a position 3-4" above the artificial knee joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.